Manufacturer narrative:
The date of implant is unknown only the year of implant is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 2 months post implant of this mitral annuloplasty band, the physician reported there was no adherence to the tissue. Subsequently the band was explanted and replaced with an annuloplasty ring. No additional adverse patient effects were reported.